Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented for follow-up. A suspected externalized conductor was noted via fluoroscopy. All electrical measurements were normal. Lead remains implanted.